Manufacturer narrative:
(B)(6) 2015: tandem technical support followed up with the customer, and the customer stated that bg levels have come back down to target level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose levels (325mg/dl), for the past few days. The customer administered a correction bolus, changed out supplies, and resumed insulin delivery. System check was performed, and the pump performed as intended. The customer will monitor bg levels and system performance.